Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm harmonic ace instrument with an alleged issue to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip of the blade. A piece approximately 0.456" x 0.085" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. Additional observation(s) related to customer reported complaint: the instrument was found to fail energy recognition test. The instrument was connected to an inhouse energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument failed the energy recognition test, instrument generated message "tighten assembly" on 3 out of 3 attempts. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the 8mm harmonic ace instrument was seen having issues. The customer reported, there were no problems with the equipment before starting the surgery, and the surgery began after completing the self-test. About 40 minutes after docking, the error code " relax pressure on blade " appeared. The customer removed the device and checked the blade, but there was no problem. After cleaning, the customer tried to reinstall the instrument and use it, but the same message kept appearing. Afterwards, the surgery was completed by replacing it with a new instrument. (The blade broke while cleaning to send RMA, so the customer attached it to the device and sent it.) No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip of the instrument was broken off. The instrument did not collide with any other instrument or tool during the procedure. There are no photographic images of the device(s) or a video recording of the procedure available for isi review. Patient demographics were requested but were unable to be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.